Event description:
When using the constellation machine, when the fluid was turned on, the fluid jet appeared to hit the contralateral side of the retina and made a hole in the retina. This was repaired with air fluid exchange, laser, and gas.